Manufacturer narrative:
Additional information was received on 25-nov-2025 which clarified that the resistance was between the devices. Therefore, added ¿device-device incompatibility (a1702)¿ to the h6. Medical device problem code. The picture evaluation was completed on 08-dec-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. During the procedure, the device could not advance in patient. After removing the catheter from the patient, the device was found damaged (just cracked). A second device was used to complete the operation. There was no adverse event reported on the patient. Some pictures were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the pictures provided by the customer, the tip of the catheter was observed separated at the tip transition leaving exposed wires, this issue could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The tip condition could be related to the resistance issue reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. During the procedure, the device could not advance in patient. After removing the catheter from the patient, the device was found damaged (just cracked). A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which clarified that the resistance was between the devices. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-jan-2026. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed a separation between the shaft and tip transition leaving internal components exposed. A manufacturing investigation (mfg) was requested to define the root cause of the separation of the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed as the separation between the shaft and tip could be related to the failure reported. The root cause of the separation of the tip with the shaft was the incorrect assembly of the polyimide into the tip. The instructions for use contain (IFU) the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) were selected as related to the customer¿s reported ¿device damaged (just cracked)¿ and ¿resistance was between the devices¿ issues. In addition, biosense webster inc. Analysis finding of a ¿separation between the shaft and tip transition leaving internal components exposed¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: tip (g04129) were selected as related to the customer¿s reported ¿device damaged (just cracked)¿ and ¿resistance was between the devices¿ issues. In addition, biosense webster inc. Analysis finding of the ¿incorrect assembly of the polyimide into the tip¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and the device damaged (cracked) issue was observed. During the procedure, the device could not advance in patient. After removing the catheter from the patient, the device was found damaged (just cracked). A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).